Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible on the balloon and shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube was separated 28.2 cm distal to the strain relief tubing, confirming the broken shaft. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple kinks throughout the entire length of the hypotube. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It is unknown when the shaft was damaged; however it is possible the shaft was inadvertently handled during preparation, resulting in the shaft kinking. Additional handling during packing for return analysis likely contributed to the noted kinks in the hypotube. Further manipulation would have resulted in the hypotube separating. A conclusive cause for the reported hypotube separation therefore could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for hypotube separations for this lot. There is no indication of a lot specific product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the promus rx stent delivery system broke in half during a case. No adverse patient effects were reported. No additional information was provided.